Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the patient had endocarditis. The patient was treated with intravenous antibiotics. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead, left ventricular (lv) lead and previously capped right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis.